Event description:
It was reported that during therapy there was difficulty inserting the intra-aortic balloon (iab) into an 8fr sheath. A second iab insertion attempt occurred, but there was still difficulty inserting through the manufacturer's 8fr sheath. The customer used a competitor's 10 fr sheath and successfully inserted the second balloon after being unable to use the manufacturer's sheath. The patient was transferred to a different facility with the 2nd iab in place. The indication for use was a pre CABG (coronary artery bypass graft). There was no reported injury to the patient. This submission is for the 2nd iab used.

Manufacturer narrative:
The lot number changed from 3000047057 to 3000041340, expiration date changed from 03/10/2020 to 11/06/2020 and device manufacture date changed from 02/20/2017 to 11/06/2017. The introducer sheath was returned with blood on the exterior and interior. No damage was detected on the returned sheath. The sheath was measured and found to be dimensionally within specification. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. The evaluation of the returned sheath included dimensional and visual inspections. No abnormalities were found. The iab catheter was not returned for evaluation. An evaluation of the product was unable to duplicate the reported problem. The product met specifications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during therapy there was difficulty inserting the intra-aortic balloon (iab) into an 8fr sheath. A second iab insertion attempt occurred, but there was still difficulty inserting through the manufacturer's 8fr sheath. The customer used a competitor's 10 fr sheath and successfully inserted the second balloon after being unable to use the manufacturer's sheath. The patient was transferred to a different facility with the 2nd iab in place. The indication for use was a pre CABG (coronary artery bypass graft). There was no reported injury to the patient. This submission is for the 2nd iab used.